Event description:
It was reported that this pacemaker device battery longevity was dropping faster than expected. Review of device data by boston scientific engineering determined that the device was exhibiting an increase in battery power consumption more than anticipated due to high rate atrial sensing. In addition, the right ventricular (rv) pacing percentage changed from being variable to pacing 100% of the time. The device was also noted to have the signal artifact monitoring (sam) software, which may also consume additional battery power. All these factors contribute to the devices increased power consumption. A boston scientific technical services agent provided this analysis information to the boston scientific representative. The device remains in-service. No patient symptoms or adverse patient effects were reported.